Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge split and began to leak insulin towards the bottom. The customer's blood glucose level was 428 mg/dl with trace ketones and it was addressed with a manual injection. Reportedly, the temperature where the customer was located was in the 100's (degrees). The customer successfully loaded a new cartridge.